Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that her daughter's insulin pump was stolen in hospital. Customer's blood glucose level was unknown. The mother reported that the customer was in emergency room. The insulin pump will be returned for analysis.